Event description:
It was reported that the unspecified bd max intravascular administration set experienced leakage. The following information was provided by the initial reporter: I had a customer complain that they are starting to see the max plus leak where it connects to the tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of max plus leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd max intravascular administration set experienced leakage. The following information was provided by the initial reporter: I had a customer complain that they are starting to see the max plus leak where it connects to the tubing.